Event description:
Customer reported via phone call that they received a failed battery alarm. The blood glucose reading is unknown.

Manufacturer narrative:
The insulin pump was received with normal operating currents and no unexpected failed battery test alarm was noted. The insulin pump was received with a cracked case at the display window corners and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.